Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. End user alleged that the back of the seat and lid lift up and pinch her leg and leaves marks on her thighs. MDR filed.